Event description:
It was reported that the device had a proximal pressure sensor autozero failed alarm message. The device was in clinical use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit had a proximal pressure sensor autozero failed message; the unit continued to ventilate and was removed from patient without further incident. The customer reported that the flow sensor assembly was recently replaced, and performance verification test (pvt) was performed. The remote support engineer (rse) advised the customer to run the unit overnight to try and duplicate issue, and to look in the event log for error codes (specifically 110a). The customer will troubleshoot further and call back with results for the recommended repair. The customer called back and reported the error code 110b was noted in the event log. The customer reported that they would check da pcb for pin alignment and will call back if further help is needed. The rse advised the customer to perform extended run in to try and duplicate complaint, and at minimum, remove and reseat da pcb with proper pin alignment along with pvt testing. The rse also suggested replacing the da pcb, cable, and sol 3 and 4. The customer stated that da pcb was removed and reseated and the unit ran overnight with no errors. The customer performed a pvt and returned the device to use with no further problems found.

Event description:
It was reported that the device had a proximal pressure sensor autozero failed alarm message. The device was in clinical use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit had a proximal pressure sensor autozero failed message; the unit continued to ventilate and was removed from patient without further incident. The customer reported that the flow sensor assembly was recently replaced, and performance verification test (pvt) was performed. The remote support engineer (rse) advised the customer to run the unit overnight to try and duplicate issue, and to look in the event log for error codes (specifically 110a). The customer will troubleshoot further and call back with results for the recommended repair. The customer called back and reported the error code 110b was noted in the event log. The customer reported that they would check da pcb for pin alignment and will call back if further help is needed. The rse advised the customer to perform extended run in to try and duplicate complaint, and at minimum, remove and reseat da pcb with proper pin alignment along with pvt testing. The rse also suggested replacing the da pcb, cable, and sol 3 and 4. The customer stated that da pcb was removed and reseated and the unit ran overnight with no errors. The customer performed a pvt and returned the device to use with no further problems found.